Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head experienced image noise issue, during set up. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Device was not returned and therefore the malfunction was not confirmed. A review of the device history record (DHR) review was not necessary. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.